Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital for surgery. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician placed gauze and medication on the surgical areas. It is unclear if the patient received medical intervention for the itchiness. Reporting out of abundance of caution. Outcome of the irritation is unknown.